Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of malfunction/ae: after the procedure. It was reported that three days prior to a left internal carotid artery stenting procedure, the patient was hospitalized for a stroke with symptoms including right arm and leg drift and some slurring of words. Reportedly, one day after the procedure, the patient began to experience increased right-sided weakness, the condition is listed as continuing and unchanged. Patient was discharged in 2009. There was no additional information provided.

Manufacturer narrative:
Study report. The stent remains in the patient. The lot number was provided. Stroke is a known possible adverse event associated with the use of the device as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.